Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a dissection occurred that was resolved using balloon angioplasty followed with stent placement. The target lesion was minimally calcified and 15cm in length. It was located in the left mid-superficial femoral artery (sfa) which had a reference vessel diameter of 5mm. The physician used a 6 french, 45cm introducer sheath from a contralateral approach to access the lesion. The physician first treated the proximal sfa using a csi orbital atherectomy device (oad) and viperwire guide wire. He completed one run at low speed and one run at medium speed. During the next run at high speed, the physician noted that the device made a strange sound as if it had clamped down on the guide wire. However, he was able to move the viperwire guide wire freely. When he tried to remove the oad from the patient, he encountered difficulty in doing so. The physician noted that the saline sheath seemed to be stretching during his removal attempt. He used hemostats to clamp down on the oad and remove it from the patient. Upon removal, a small dissection was noted in the sfa. The physician then resolved the dissection via balloon angioplasty followed with stent placement. The patient status remained stable throughout the entire procedure. Three requests for additional information have been made of the physician, but to-date, none has been received.

Manufacturer narrative:
Device analysis: the oad was received with original viperwire guide wire engaged in the device. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft revealed that the driveshaft filars were stretched and measured 73.6 inches in length, which is outside the drawing specification. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Slight compression damage was observed on the saline sheath 43.2cm distal to the edge of the strain relief. The damage can be attributed to an ancillary device used during the procedure to aid in the removal of the driveshaft as stated in the additional case details. No biological material was observed on the driveshaft or crown. No other damage or abnormalities were observed with the oad or its components that would have contributed to the reported event. Significant resistance was met while removing the guide wire distally from the driveshaft. The initial visual examination of the guide wire revealed numerous kinks and bends in the shaft. These kinks or bends were located within the handle assembly and driveshaft. No other damage or abnormalities were observed with the guide wire that would have contributed to the removal difficulties experienced during the procedure. The outside diameter of the crown was measured using a calibrated dial caliper and met the drawing specifications. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. There are no similar complaints of this nature related to this device lot number. As the lot number for the viperwire guide wire is unknown an inspection of the material record could not be performed. At the conclusion of the failure analysis, investigation, the reported complaint of "catheter got hung up" was confirmed. Analysis identified several kinks and bends in the guide wire which likely resulted in the removal difficulties experienced during the procedure. The kinked guide wire reduced the necessary space between the driveshaft and guide wire that is required for the oad to slide properly over the wire. The exact root cause of the guide wire kinks could not be conclusively determined, although it is hypothesized that the damage occurred as a result of handling or manipulation of the device during or after the procedure. Analysis also identified a stretched and elongated driveshaft. This damage likely occurred as a result of the removal difficulties experienced during the procedure, however, the exact cause could not be determined. (B)(4).